Event description:
Customer reported an incident of hypoglycemia requiring professional medical treatment at a time when family attempted, were unable to use the aviva system due to user error. Also reported an incident of hypoglycemia requiring treatment by layperson at a time when he attempted, was unable to use the aviva system due to error within specifications. A request was made for the return of the system and a replacement was sent.